Event description:
It was reported that the pt experienced loss of drug effect. A volume discrepancy was noted at the time of the pump refill (date not reported). The expected reservoir volume was 3.7 ml and the actual reservoir volume was 10 ml. The pump and catheter were replaced. The report indicates that the pt recovered without sequela. The pump was used to deliver compounded baclofen, morphine and bupivicaine.

Manufacturer narrative:
The pump has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. See scanned page.